Event description:
Purpose: the purpose of this bulletin is to provide biomedical technicians checkout and configuration, troubleshooting, and new part info, for instruments having rev. 2.57 software. Explanation: instruments having rev. 2.57 software are models 7100h/7200h, 7101b/7201b, and 7130a/7230a. Revision 2.57 software is different from prior software revisions by incorporating the following user interface changes: 1000 event key stroke log, selectable pressure and trend graph, walk away alarm, selectable `ail' accumulator, micro flow for pressure mode at less than 50 ml/hr, upstream occlusion changes, rate calibration set in %, auto-zero always on, and adjust tc screen removed. The difference between model 710x/720x and 7130/7230 instruments is that the model 7130/7230 incorporates the following: new logic board assembly (flash eprom and 32khz clock), ram powered by 5v backup supply (lasts for more than two hours), new keypad, new rs232/nurse call board assembly, new graphic lcd module, and mib compatible.